Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. The displacement test could not be performed or the excessive no delivery alarm verified due to motor error alarm. The device had a scratched display window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had two motor error alarms and multiple no delivery alarms. The blood glucose at the time of the incident was 180 mg/dl. The customer also reported that the act button was not responding properly. Troubleshooting was not able to resolve the issue. The device was returned for analysis.